Event description:
Following the transfemoral tavr procedure, the patient had right side movement difficulties and was not able to speak. An embolic stroke was confirmed. During the procedure, balloon aortic valvuloplasty (bav) was performed two times. The first bav was performed to obtain the annular measurement using cardiac mr. A second bav was performed to confirm the annular measurement using angiography. A 29mm sapien xt valve was then prepared with 2cc less volume. The xt valve was positioned and deployed 70:30 aortic/ventricular (a/v) as intended. Trace paravalvular leak (pvl) was noted. Following the procedure, the patient was transferred to the ICU. The patient had a difficult time waking up from the procedure and did not awaken until the evening. When the patient did wake up, right side movement difficulties were noted and he could not speak. Additional information received indicated the patient expired some time after the tavr procedure. The date of death cannot be confirmed. It was reported that the embolic stroke contributed to the patient¿s death. The exact cause and timing of the stroke cannot be confirmed. It was speculated that the two bav¿s performed during the procedure may have contributed to the event. The patient¿s annulus measured 23mm by transesophageal echocardiogram with a valve area of 550mm2 by CT. Mild annular calcification, severe native leaflet calcification and mild aortic root calcification were reported.

Event description:
Following the transfemoral tavr procedure, the patient had right side movement difficulties and was not able to speak. An embolic stroke was confirmed. During the procedure, balloon aortic valvuloplasty (bav) was performed two times. The first bav was performed to obtain the annular measurement using cardiac mr. A second bav was performed to confirm the annular measurement using angiography. A 29mm sapien xt valve was then prepared with 2cc less volume. The xt valve was positioned and deployed 70:30 aortic/ventricular (a/v) as intended. Trace paravalvular leak (pvl) was noted. Following the procedure, the patient was transferred to the ICU. The patient had a difficult time waking up from the procedure and did not awaken until the evening. When the patient did wake up, right side movement difficulties were noted and he could not speak. The exact cause and timing of the stroke cannot be confirmed. It was speculated that the two bav¿s performed during the procedure may have contributed to the event.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information: (B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause and timing of the stroke cannot be confirmed. In addition to patient factors (severe native leaflet calcification), the tavr procedure itself may have contributed to the stroke and the subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.